Event description:
Ous MDR - it was reported that the impedance measurement had been < 200 ohms since october. Ventricular fibrillation due to artifacts was noted via home monitoring in (B)(6) 2015 (about 7 months after the implantation). The lead was exchanged and returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 30.5cm distal to the df4 connector. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.